Event description:
The customer reported that the sys would not perform fluoroscopic x-ray. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The collimator iris and iris pot was cleaned and lubricated. The sys was then found to be operating as intended.